Event description:
It was reported following a diagnostic procedure a 6f angio-seal evolution was selected for use. The physician used a skin nick technique at the arteriotomy and during deployment, collagen remained at the skin surface. The physician lifted up the surrounding skin tissues and the collagen was advanced below the skin line and then tamped into the arteriotomy achieving hemostasis. Forty eight hours later the patient experienced bleeding at the puncture site which required 20 minutes of manual compression followed by application of a femostop gold. The patient's hospitalization was extended and his condition was reported as good. The physician was in the angio-seal evolution training process.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.